Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation, it was identified that the issue occurred on (B)(6) 2024. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. After attempting to switch on the system for several times, the system started up. A philips field service engineer (fse) evaluated the system onsite and identified that the system on button from the system's review module in the control room was defective. To resolve the issue, the review module was replaced. The system was returned in good working condition and ready for clinical use. The review module was returned to philips for further analysis. Functional testing was performed, and it was identified that the review module was not working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.